Event description:
It was reported that the device was explanted at implant due to a sizing issue. Per the operative report: the ring was lowered into position on the annulus and all sutures were sequentially tied and cut. The valve was then floated and demonstrated a moderate degree of central regurgitation. I felt my only option was to downsize the ring with the hope that this would decrease the degree of regurgitation.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.